Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was unknown. Customer use (B)(6) battery and explained to them the pump will function but the battery life will be shorter than expected. Customer was advised the recommended battery type. Customer was able to clear alarm. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was unknown. Customer stated the pump alarm during normal use. The customer was explained the battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised that we will send a replacement battery cap and monitor pump.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been reported with this report. The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to confirm weak battery alarm, battery out limit alarm and unable to perform any tests due to lcd physical damage.